Event description:
It was reported that during an lar procedure that the device was empty. Sutured by hand to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.